Event description:
It was reported via clinic notes rec'd that the vns pt has been experiencing an increase in seizures. It was noted that the vns battery was nearing end of service. Attempts for further information from the neurologist have been unsuccessful to date. Surgery to replace the pt's vns generators has occurred. Attempts for returned of the explanted generator have been unsuccessful to date. No device failure is suspected.